Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 141 mg/dl. During troubleshooting, it was found that customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime / delivery test and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.